Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial/lot #: unknown: h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was recaptured prior to final implantation. After full deployment of the valve, a dissection was identified 2 to 3 centimeters above the outflow of the valve, that ran in a parallel fashion to the outflow of the valve. Shortly after the procedure, pericardiocentesis was performed and the patient remained stable. However, a few hours after the procedure, the patient experienced cardiac arrest. Subsequently, the patient's chest was opened to complete a surgical ascending aorta repair. After this intervention the patient was doing well. Per the physician, the combination of poor tissue quality, overall aortic pressure, and valve recaptures could have contributed to the patient's ascending aortic dissection.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was recaptured prior to final implantation. After full deployment of the valve, a dissection was identified 2 to 3 centimeters above the outflow of the valve, that ran in a parallel fashion to the outflow of the valve. Shortly after the procedure, pericardiocentesis was performed and the patient remained stable. However, a few hours after the procedure, the patient experienced cardiac arrest. Subsequently, the patient's chest was opened to complete a surgical ascending aorta repair. After this intervention the patient was doing well. Per the physician, the combination of poor tissue quality, overall aortic pressure, and valve recaptures could have contributed to the patient's ascending aortic dissection. Additional information was received that the valve was recaptured two times. Additional information was received that upon 80% deployment of each deployment attempt, the valve was recaptured twice due to the implant depth being too shallow resultingin the valve dislodging out of the annulus. Additional information was received that a medtronic guidewire was used during the implant procedure, and the deployment starting point was at the bottom one-third of the pigtail. The direction of dislodgement was aortic. It was noted that the patient had a very calcified annulus, left ventricular outflow tract (lvot), and leaflets. Additional information was received that the medtronic guidewire did not cause or contribute to the dissection.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-34, lot: 0013079821, use by date: 2027-10-15, UDI: (B)(4). Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was recaptured prior to final implantation. After full deployment of the valve, a dissection was identified 2 to 3 centimeters above the outflow of the valve, that ran in a parallel fashion to the outflow of the valve. Shortly after the procedure, pericardiocentesis was performed and the patient remained stable. However, a few hours after the procedure, the patient experienced cardiac arrest. Subsequently, the patient's chest was opened to complete a surgical ascending aorta repair. After this intervention the patient was doing well. Per the physician, the combination of poor tissue quality, overall aortic pressure, and valve recaptures could have contributed to the patient's ascending aortic dissection. Additional information was received that the valve was recaptured two times.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was recaptured prior to final implantation. After full deployment of the valve, a dissection was identified 2 to 3 centimeters above the outflow of the valve, that ran in a parallel fashion to the outflow of the valve. Shortly after the procedure, pericardiocentesis was performed and the patient remained stable. However, a few hours after the procedure, the patient experienced cardiac arrest. Subsequently, the patient's chest was opened to complete a surgical ascending aorta repair. After this intervention the patient was doing well. Per the physician, the combination of poor tissue quality, overall aortic pressure, and valve recaptures could have contributed to the patient's ascending aortic dissection. Additional information was received that the valve was recaptured two times. Additional information was received that upon 80% deployment of each deployment attempt, the valve was recaptured twice due to the implant depth being too shallow resultingin the valve dislodging out of the annulus.

Manufacturer narrative:
Updated data: b5. H6. Annex a code (related to the dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was recaptured prior to final implantation. After full deployment of the valve, a dissection was identified 2 to 3 centimeters above the outflow of the valve, that ran in a parallel fashion to the outflow of the valve. Shortly after the procedure, pericardiocentesis was performed and the patient remained stable. However, a few hours after the procedure, the patient experienced cardiac arrest. Subsequently, the patient's chest was opened to complete a surgical ascending aorta repair. After this intervention the patient was doing well. Per the physician, the combination of poor tissue quality, overall aortic pressure, and valve recaptures could have contributed to the patient's ascending aortic dissection. Additional information was received that the valve was recaptured two times. Additional information was received that upon 80% deployment of each deployment attempt, the valve was recaptured twice due to the implant depth being too shallow resultingin the valve dislodging out of the annulus. Additional information was received that a medtronic guidewire was used during the implant procedure, and the deployment starting point was at the bottom one-third of the pigtail. The direction of dislodgement was aortic. It was noted that the patient had a very calcified annulus, left ventricular outflow tract (lvot), and leaflets.